Event description:
Dealer is stating that the commodes legs are uneven.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. Returns expanded evaluation report states: visual inspection- the frame was clean and didn't contain any dents or scratches or broken welds. The commode was easily assembled and disassembled. The locking pins for the leg adjustments worked properly. Functional observations- the commode supports weight and can stand. Although it stands on its own, the commode rocks back and forth due to the legs being uneven. The front right leg is slightly shorter than the others. Measuring before the adjustments are attached, the front right leg is about 10 and 3/4 inches long. Using the same measuring method, the front left leg is 11 inches long. The difference in length causes the commode to rock back and forth in place. The rubber feet on the ends of the legs work well to prevent movement of the commode. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received condition, the complaint was confirmed for the uneven commode legs. Underlying cause could not be determined.

Event description:
Product was returned for evaluation. Returns expanded evaluation report states: visual inspection- the frame was clean and didn't contain any dents or scratches or broken welds. The commode was easily assembled and disassembled. The locking pins for the leg adjustments worked properly. Functional observations- the commode supports weight and can stand. Although it stands on its own, the commode rocks back and forth due to the legs being uneven. The front right leg is slightly shorter than the others. Measuring before the adjustments are attached, the front right leg is about 10 and 3/4 inches long. Using the same measuring method, the front left leg is 11 inches long. The difference in length causes the commode to rock back and forth in place. The rubber feet on the ends of the legs work well to prevent movement of the commode. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received condition, the complaint was confirmed for the uneven commode legs. Underlying cause could not be determined. Dealer is stating that the commodes legs are uneven.